Event description:
It was reported that the pump emitted visual and auditory alarms, and displayed the "verify" screen at which time, the pump was found to be hot to the touch.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 316 mg/dl and 156 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.